Event description:
Once a patient has been admitted to a b850 monitor, under the patient demographics tab, it displays mrn xxxxxxxx. The adt feed from the ge carescape gateway does not send the mrn number rather a different patient identifier. If a staff member looks at this number and thinks its is an "mrn number" the patient could possibly be misidentified or given the incorrect treatment. Ge has been notified but doesn't feel this is a patient safety issue. Mrn field needs to be changed to say patient ID. Manufacturer response for c1 cpu carescape b850, ge carescape b850 (per site reporter): ge has no interest in fixing this issue and have been told the fix is not part of v3.0 software and there is no plans to fix the problem.